Manufacturer narrative:
The lead was damaged during the explant procedure. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and myopotential oversensing. The patient reported that they recently fell down the stairs. The lead was reprogrammed to bipolar sensing and unipolar sensing pending surgical intervention. Surgical intervention was performed and the lead was extracted. During the procedure the patient sustained a pneumothorax.